Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a navigated procedure, the ortholock ex-pin got stuck in the bone and broke as the physician was trying to remove it. The procedure was a total knee replacement and the pin was left in the tibia.